Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: failed IV start; blood didn't enter vacutainer and remained in extension tubing. IV cath removed from pt arm and tip of plastic not intact. Md updated origami filed as not sure if plastic ripped or if a piece is now embolized and inside pt vasculature. Manager updated and product given to ms (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples of introcan safety 2 wl pur m 20gx25mm - us in opened packaging were received for evaluation. Sample 1 is used and contaminated and sample 2 is unused. Both samples were inspected, and no capillary tear off, damage, or abnormalities were observed. As there were no deviation and no evidence of catheter breakage, the complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.